Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. During delivery of inappropriate shock therapy for atrial fibrillation (af), a shock lead open fault was recorded due to the high out of range shock impedance measurements. Additionally, noise was observed on the shock electrogram (egm), however, was not present on the rv pace/sense channel. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that a lead revision procedure was planned for a future date.